Manufacturer narrative:
(This follow-up MDR was mailed to FDA on 4/25/97). Device label code for f10. Position 1: 1701. Device label code for f10. Position 2: 1738. Eval: underwater leak testing disclosed a leak in membrane. Under microscopy, a penetration was seen within a whitish patch. Patch, when stained, exhibited typical appearance of an abrasion mark. Probable cause of difficulty: ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
Following was reported to datascope on 12/17/96. Iab was inserted into pt on 11/20/96. On 11/21/96 after iabp for five hours, check "iabp catheter" alarm sounded. Nurse found blood flecks in drive line and increased condensation was noted. Pump was turned off and cardiologist was notified. A wire was inserted before iab was removed and a second iab was inserted. Later, a hematoma was noted so a clamp was applied. As a result of event, pt went to or and had second iab removed. Repair was done to left femoral artery and vein due to insertion and re-insertion of iab. Pt had some bleeding which required a clamp to site before repair was completed. This was done before redo CABG and avr. Event complications: unk-rpt'd 11/22/96;bleeding,artery/vein/ repair-rpt'd 12/17/96. Pt's current status: normal-rpt'd 12/17/96.